Event description:
Hair adhered to label of outer package (sterilized package) of stem. The surgeon decided this stem wasn't contaminated and use it.

Event description:
Hair adhered to label of outer package (sterilized package) of stem. The surgeon decided this stem wasn't contaminated and use it.

Manufacturer narrative:
An event regarding packaging issue involving an accolade stem was reported. The event was confirmed. Visual inspection indicated that the outer tyvek (which would be sealed on the outer blister) was returned. Two patient labels were attached to the tyvek. There was a hair approx 1.5cm long adhering to one of the patient stickers. Insufficient information was received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined, it is not possible to establish when the hair became stuck to the label.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.